Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found the exposed portion of the soft cannula bent. Although this damage was observed, it cannot be determined when or how this damage occurred. No evidence was found that would result in the cannula dislodging; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. The cannula was bent and had also dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been to the emergency room (ER) with hyperglycemia. The patient's blood glucose (bg) levels reached over 500 mg/dl while wearing the pod between 24 and 36 hours (leg). Symptoms reported include hyperglycemia, nausea, vomiting and upset stomach. The mother advised she noticed her daughters bg levels were starting to go up, she attempted to bolus and correct several times prior to noticing the cannula was actually dislodged from the patient's skin. When removed from the infusion site, the pod's cannula was also found bent. The mother reported the hospital did lab work at the ER and that they advised the patient was just under the requirements for being classified with dka (diabetic ketoacidosis). The patient also had a temperature of 99.1 at the ER. The patient was provided saline through IV, as well as zofran in her IV for nausea. The patient's mother said the doctor at the hospital wanted to give the patient 2 units of insulin, but the mother denied the insulin because bg levels were already coming down. The mother reported that they gave the patient a prescription for 10 tablets of zofran 4mg, which she did not indicate frequency and did not provide the exact length of use, but she said the prescription were for ten tablets in case vomiting persisted; however the patient had not thrown up since leaving the ER. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6). Patient was still vomiting and mother took her to hospital.